Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:the complaint of shortened battery life could not be duplicated during investigation. A review of the pump¿s black box revealed low battery warnings and a replace battery alarm. There was no evidence in the pump¿s black box data indicating the pump experienced excessive battery usage. Electric current draws were found to be within specification. There was no evidence of damage, moisture, or defect to the pump¿s internal components. Unrelated to the complaint, a battery compartment crack was discovered during evaluation. There was no evidence of moisture within the battery compartment or on the underside of the battery cap. The battery cap was able to be properly secured to the pump and no power issues were experienced during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported the pump had a shortened battery life. There was no reported damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.